Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3, perineal cyst, tonsillitis (tonsillectomy from (B)(6) 2011 to (B)(6) 2012), gestational diabetes, thyroid disorder, vaginal abscess and vaginal delivery. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful intercourse)"), bacterial vaginosis ("bacterial vaginosis"), bacterial vulvovaginitis ("bacterial vulvovaginitis"), vaginal infection ("acute vaginitis") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant / partial removal of coils) and surgery (partial removal of coils). At the time of the report, the pelvic pain, device breakage, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, anxiety, headache, dysmenorrhoea, dyspareunia, bacterial vaginosis, bacterial vulvovaginitis, vaginal infection and vaginal discharge outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, bacterial vaginosis, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: breakage of essure device. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new events "device breakage, dysmenorrhea, dyspareunia,bacterial vaginosis, bacterial vulvovaginitis, acute vaginitis, pregnancy (termination)" were added. New reporter were added. Product implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, perineal cyst, tonsillitis (tonsillectomy from (B)(6) 2011 to (B)(6) 2012), gestational diabetes, thyroid disorder, vaginal abscess and vaginal delivery. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful intercourse)"), bacterial vaginosis ("bacterial vaginosis"), bacterial vulvovaginitis ("bacterial vulvovaginitis"), vaginal infection ("acute vaginitis") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant / partial removal of coils) and surgery (partial removal of coils). At the time of the report, the pelvic pain, device breakage, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, anxiety, headache, dysmenorrhoea, dyspareunia, bacterial vaginosis, bacterial vulvovaginitis, vaginal infection and vaginal discharge outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, bacterial vaginosis, bacterial vulvovaginitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxiety") and headache ("headaches"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, anxiety and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.